Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician indicated that there were foreign objects in the nozzle, the auxiliary water supply channel, the universal cable, and image guide coil. The identity of the foreign objects and why they remained in the device could not be determined. There was no patient involvement.

Manufacturer narrative:
Based on the completed investigation, the identity of the foreign objects and the root cause of why they remained in the device could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.